Manufacturer narrative:
Check valve

Event description:
During an unrelated service issue the manufacturers field service engineer (fse) reported the device failed the patient circuit test due to a leak at the inspiratory non-rebreathing check valve. The ventilator was not in use on a patient. The fse reported the check valve body was torn from the outer ring, which may result in blocked airflow through the gas path of the assembly. The fse replaced the check valve to address the reported problem. Final testing was completed to operating specifications.